Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies on the pump multiple times. The customer's blood glucose (bg) level was 261 mg/dl and a bolus was delivered to address the bg level. Tandem technical support was unable to determine a possible cause of the past occlusions. A system check was performed using the current supplies on the pump and the occlusion was found to be within the cartridge. The customer was to change the supplies on the pump.